Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had battery depletion due to high pacing thresholds of the left ventricular (lv) lead. The device and the lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the updates on h6: impact codes, and device codes. This record does not meet a reportable criteria as there was no allegation against the device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had battery depletion due to high pacing thresholds of the left ventricular (lv) lead. The device and the lead were explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that there was no allegation against the device. The device was electively explanted due to incompatibility of the new epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the updates on h6: impact codes, and device codes. This record does not meet a reportable criteria as there was no allegation against the device. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Device pass longevity when bi-chamber ventricles pacing is enabled. Reported power is acceptable for device setting. Power level did not gradually increase over the past year. Device shown normal current drain. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had battery depletion due to high pacing thresholds of the left ventricular (lv) lead. The device and the lead were explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that there was no allegation against the device. The device was electively explanted due to incompatibility of the new epicardial lead. No adverse patient effects were reported.